Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to ventricular oversensing. The device was reprogrammed.